Manufacturer narrative:
(B)(4). Exact implant date is unknown. The device was implanted in (B)(6) 2004. Concomitant medical products: revitan®, proximal part, cylindrical, uncemented, 85, taper 12/14 item# 0100402085, lot# 2237080. Foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00294.

Event description:
It was reported, that: the patient underwent a revision surgery due to the broken revital shaft,approximately 17 years post-op. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual evaluation could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A single ap view of the left hip was provided and reviewed by a radiologist. Review of the available record identified a fracture of the femoral implant just below the level of the greater trochanter. There is radiolucency along the proximal part which appears loose while the distal part appears well fixed. Based on the radiograph the reported fracture can be confirmed. Nevertheless, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.